Manufacturer narrative:
Acomplete lead was returned in one piece. The reported events of ¿stylet jumped out of the area where it passed through the ring-electrode¿ and helix mechanism issue were confirmed. Visual examination of the lead found the lead body was perforated by the stylet due to procedural damage and the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found between the inner coil and ring electrode cable conductor paths at the stylet perforation region due to procedural damage. After cutting the lead, removing the stylet, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of ¿stylet jumped out of the area where it passed through the ring-electrode¿ was due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. Unable to evaluate the stylet due to damaged condition as received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. After inserting lead into the ventricle, an attempt was made to place lead in the apex of the heart. And stylet was pushed into the ventricle, it was quite hard to insert it though. The fluoroscopy images seemed to show a little helix at the tips, so helix storage was attempted counter-clockwise, but it did not move. Afterwards, helix did not extend, even though it was made to clockwise in order to exit helix. When checked outside the body, stylet jumped out of the area where it passed through the ring-electrode. Sometimes it was hard for stylet to get in, so more strength than unusual was used to insert it in the lead. The physician suspected sharp bending of stylet to be a cause of the event. Since the doctor used the lead several times, the bending and pushing forces of stylet may have overlapped with the weak parts of lead. The lead was not used and replaced. The patient was stable.